Manufacturer narrative:
Investigation in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
The pt reported to gore via voluntary medwatch (B)(4) that the pt underwent ventral hernia repair with an unspecified "gore-tex mesh." It was reported by the pt that approximately (B)(6) after implantation, the pt began to experience increased antibody counts, swelling of joints, severe pain and weakness. It was reported by the pt that (B)(6) after implantation, the mesh was surgically removed.